Manufacturer narrative:
Additional information: (B)(6). It was reported that during preventive maintenance (pm) a getinge field service engineer (fse) when performing the solenoid driver board checks, the voltage off the blood detect circuitry is out of range in the cs300 intra aortic balloon pump (iabp). Fse replaced solenoid driver pcb. Functional check and safety test performed according to factory specifications. The device is approved for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during preventive maintenance (pm) solenoid driver board checks, performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) voltage off the blood detect circuitry is out of range. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The failure analysis and testing dept. Received part number exch, pcb, solenoid driver serial number (B)(6) with a reported unit failure of voltage of the blood detect circuitry is out of range. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number exch, pcb, solenoid driver serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat proceeded to test the blood detect circuit, and verified the voltages of the circuit were out of range.the board failed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq.". The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.